Manufacturer narrative:
The device was evaluated by ventec where the reported issues of increased breath rate (i.e. Breath rate not as expected) was confirmed. Ventec replaced the external flow module (efm) to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the efm. Further component level cause could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
A distributor contacted ventec to report that while evaluating the device they observed that it had an increased breath rate (not as expected). There was no patient involvement associated with the reported event.